Event description:
The customer reported that their device was displaying all three icons (attention, service wrench and charge-pak). With all three icons showing, the device likely does not have sufficient power to deliver effective defibrillation therapy. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control advised the customer that the device was not serviceable and no longer under warranty. Physio recommended that the device be permanently removed from service. It was later confirmed that the customer had sent the device to a distributor who has disposed of it. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.